Event description:
The company received a report where it was claimed that the facility experienced a problem with passing a bronchoscope through the inner lumen of the tube. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned for investigation. If the sample is received, a summary of the investigation will be provided in a supplemental report.